Event description:
It was reported that the pt had a soletra replaced with a pc. The pt had an adaptor going from the right side to the left where the implantable neurostimulator (ins) was. The pt stated she was getting a lot of muscle contraction, similar to putting a tongue on a battery, over the wire from the neck on the right side across the chest to the ins on the left. The symptoms started sometime in (B)(6) 2011, and were localized around the ins. The pt initially thought it was back spasms. The pt could not shut the ins off as she needed it. It was also reported that the wires were sticking out of the pt's chest. Additional info received reported that the pt was seen by a neurosurgeon. An impedance test was performed and found some electrodes were abnormal. The pt was waiting to be scheduled for a revision.

Manufacturer narrative:
(B)(4).